Event description:
The polarsheath was selected for use during the cryoablation procedure to treat atrial fibrillation (a fib). It was reported that when aspirating the sheath, air bubble was observed in the connection port where the three-way stopcock is attached. They attempted another aspiration but issue was not resolved. They replaced the device with another sheath from the same model. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The polarsheath was selected for use during the cryoablation procedure to treat atrial fibrillation (a fib). It was reported that when aspirating the sheath, air bubble was observed in the connection port where the three-way stopcock is attached. They attempted another aspiration but issue was not resolved. They replaced the device with another sheath from the same model. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. However, the sheath valve was visibly damaged upon return, which could have caused a leak issue in the field. A tear in the hemostatic valve was observed. This tear is believed to have been caused by an off-center puncture away from the valve slits.